Event description:
It was reported that the external pulse generator had physical damage to the rapid atrial rate display. The generator was returned for service. This was discovered during routine biomedical testing and there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Interconnect flex and led (light emitting diode) flex are out of electrical specification. Upper and lower cases are broken. One side bail cover is contaminated.